Manufacturer narrative:
Additional information: due to characterization limit e1, initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during iab (intra aortic balloon) therapy, an augmentation alarm occured, unable to update timing alarm, and arterial line acquisition on a cs300. No patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h11- (in previous MDR correction would be- e3 not for d3).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A nurse practitioner in the ccu, requested help with persistent alarms (augmentation, timing, and arterial line acquisition) on a cs300 intra-aortic balloon pump (iabp). The pump was functioning and triggering off ECG, but the arterial line waveform was dampened. Despite flushing and zeroing the line, the alarms continued. After further troubleshooting¿including checking connections and cables¿the issue was resolved when the nurse unplugged and re-plugged the pressure cable. No patient harm occurred, and normal function was restored. Based on the description, it appears to be a loose or faulty connection of the arterial pressure cable to the iabp. Re-seating (unplugging and re-plugging) the cable restored normal waveform acquisition and resolved the alarms. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.